Manufacturer narrative:
Product evaluation: the product was not returned for analysis product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: 2018-04796

Event description:
A purchasing agent reported that a cartridge cracked as the lens was advanced during an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Additional information provided. The used cartridge was returned. Inadequate viscoelastic is observed in the device. The cartridge has evidence that is was placed into a handpiece. The nozzle is cracked and the tip is spit on the lower right side. The lens was returned positioned incorrectly posterior surface up in the lens case. Only spots of viscoelastic are observed on the lens. One haptic tip is broken in the lens case locking arm. The associated iol, 33.0 diopter is not qualified for use with the cartridge. The 33.0 diopter lens is only qualified for use in a specific cartridge. Iol product history records were reviewed and the documentation indicated the product met release criteria. An unspecified handpiece and a qualified viscoelastic were indicated. The reported cartridge tip damage was observed. The root cause for the damage is a failure to follow the directions for use (dfu). The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. No lens models above 27.0 diopter are qualified for the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in device available for evaluation?, occupation. The manufacturer internal reference number is: (B)(4).